Manufacturer narrative:
Medtronic requested additional information regarding the water sources and cleaning protocols the facility was using with the bio cal, but no response was received.

Event description:
Medtronic received information that during setup the liquid level sensor on the bio cal instrument was not operating. The instrument was replaced with a backup unit. There was no patient involvement in the event. The medtronic service depot technician provided the customer with ordering information for a replacement level sensor. The facility bio med stated that they planned to perform the repair at their facility. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.